Event description:
An abbott customer technical advocate (cta) was contacted by an account who stated that they noticed one pt result in autoloader mode generated a mismatched hemoglobin and hematocrit (hgb/hct) when using a cell-dyn 4000 analyzer. The account stated that all of the parameters of the cbc were only about one half of expected. The initial results yielded hgb=7.05 g/dl and hct=24.8%. The account noted that the cell-dyn 4000 analyzer did not generate a short-sample error. The cta informed the account that the cell-dyn 4000's criteria for flagging short-sample was not met and therefore the instrument was functioning properly with regard to flagging for short-sample. The cta referred the account to the criteria in the cell-dyn 4000 system training manual. The same sample tube was repeated on a cell-dyn 3500 yielding hgb=14.4 g/dl and hct=42.0%. A spun hematocrit was performed to verify results. No incorrect result was reported. No impact to pt management was reported.